Event description:
Pt underwent insertion attempt of tesio catheter through the right internal jugular vein. Insertion was attempted times 1 with the 18 guage needle from the kit. The md was unable to pass the guidewire. A venogram was done which revealed superior vena cava blockage. Needle and guidewire were removed and a pressure dressing applied. The pt was discharged from the hosp to return approximately 6 hours later with a large amount of swelling around the neck and complaints of shortness of breath. The pt then suffered a respiratory arrest requiring endotracheal intubation. The pt was then transferred to a hosp and expired six days later. Intubation was difficult due to the swelling in the neck.